Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Three accuracy tests were run and the pump was found to be within manufacturing specifications. No device problem was detected.

Event description:
It was reported that cadd legacy pump device was not pumping (under-delivery). The event occurring during bench test. No patient involvement.